Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an increased airstream temperature (high temperature alarm) was found in the device's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue.